Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the blood sampling valve (bsv) probe was bent and that was the source of the leak. The aspiration errors were due to the rocker bed guide bar not advancing the cassette correctly. The fse did not witness this happen, but the instrument had aspiration errors at the same time as 'cannot move cassette on bed' errors. The fse replaced the bsv, the cassette bed guide and adjusted calibration factors to controls. The customer will run s-cal calibrator to verify calibration. Failure mode was attributed to the bsv and the rocker bed guide bar. However, the instrument was giving aspiration errors and 'cannot move cassette on bed' errors to alert the operator of an instrument problem. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that about 10 ml of diluted blood was leaking from the needle of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer stated that the analyzer was generating aspiration errors, and the secondary rinse block was jerking when wiping the probe. The customer stated that they were running samples and when the aspiration error occurred, the operator opened the unit and noticed diluted blood under the needle. The customer did not review the material safety data sheet (msds). There is an exposure plan at the facility, but it was not reviewed. The customer was wearing gloves and a laboratory coat at the time of this event. There was no exposure to open wounds or mucous membranes. The operator did not seek medical treatment. Patient results were not affected in connection with this incident. Neither death nor injury was reported in connection with this event, and there was no change to patient treatment .